Event description:
The customer reported that while monitoring telemetry patients, half of the telemetry patients were lost due to a xhibit telemetry receiver that shut down and would not power back on. There was no patient or user harm associated with this event.

Manufacturer narrative:
The xhibit telemetry receiver (xtr) was removed from use and sent to spacelabs healthcare for depot repair. The device was tested by an equipment service center technician where they were unable to verify the reported issue. It was found that the interior of the device had a buildup of dust and debris. Dust buildup could cause the unit to overheat and perform a self healing shut down to prevent damage to hardware or corruption of software. The equipment service center technician cleaned out the device and it was returned to the customer for use. While the cause of the reported issue could not be determined, it's likely that the device had overheated due to the excessive dust buildup.